Event description:
It was reported by the patient that the right ventricular (rv) lead exhibited an increase in impedances. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).